Event description:
It was reported that the autopulse li-ion battery did not hold a charge. Customer indicated that the battery was rotated to multiple chargers for overnight charging with the same results. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse battery in complaint was returned to zoll on 03/05/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
Investigation results for the returned battery as follows: functional testing confirmed, the customer's reported event. The unit was disabled by the test multi-chemistry charger (mcc). The battery's archive data was reviewed and could not confirm that the battery was used on the reported event date of (B)(6) 2015. However, the last recorded date of use was on (B)(6) 2015. Further review of the archive data revealed that the battery was not charged for more than 14 days. The unit was in and out of the charger indicating "conditional cycle cancelled" and never completed conditional cycle and load test. Based on the evaluation, the reported complaint was confirmed and attributed to the customer prematurely removing the battery from the multi-chemistry charger prior to the conditional cycle being completed and the load test passing.